Event description:
A report was received on 27 sep 2022 from a 39 year old female patient with a medical history of end stage renal disease, who stated blood was observed leaking from the cartridge during a hemodialysis treatment on (B)(6) 2022. Although requested, additional information was not provided.

Manufacturer narrative:
The cartridge was discarded and not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".